Event description:
During a nephrectomy procedure a small piece of plastic was seen in the abdomen after a device was removed from the trocar. The piece of plastic was removed with graspers and the case was completed. No patient consequence.